Event description:
A provider indicated that a patient's vns system was exhibiting low lead impedance upon interrogation. Chest x-rays were performed but were reported to be negative for any lead problems. The patient was referred for a surgical consult. Surgery is likely but no known surgical interventions have occurred to date.

Event description:
Follow up with the provider indicates that it is unknown if the low lead impedance condition was verified with system diagnostics. Surgery remains likely but has no known surgical interventions have occurred to date.

Event description:
Information was received that a patient's device has low impedance. There was no number given for the impedance, it only showed a red exclamation point. Reporter was unaware of any trauma the patient experienced that could have caused the low impedance. Programming history data was reviewed for the patient's device and revealed that the patient's device had low impedance found during a system diagnostic. No surgical intervention has been reported to date. No additional relevant information has been received to date.